Event description:
It was reported that during an mca aneurysm procedure, once the subject stent was smoothly delivered to the lesion site, the physician slowly retracted the microcatheter but encountered gradually increasing resistance until it became stuck. The physician then stopped the operation and withdrew the entire system as a unit. During this process, the subject stent was suspected to have fractured inside the microcatheter, ultimately remaining detached within it. Additional information received from cic also confirmed that subject stent was deployed prematurely within the microcatheter. The physician replaced both the subject stent and microcatheter with new ones, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during an mca aneurysm procedure, once the subject stent was smoothly delivered to the lesion site, the physician slowly retracted the microcatheter but encountered gradually increasing resistance until it became stuck. The physician then stopped the operation and withdrew the entire system as a unit. During this process, the subject stent was suspected to have fractured inside the microcatheter, ultimately remaining detached within it. Additional information received from cic also confirmed that subject stent was deployed prematurely within the microcatheter. The physician replaced both the subject stent and microcatheter with new ones, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received in a deployed condition. An microcatheter was returned. The stent delivery wire (sdw) and introducer sheath were not returned. The subject stent was located at the proximal end of the microcatheter. The microcatheter was cut in order to retrieve the subject stent. All 3 marker bands were present on both ends of the subject stent. Deformation was noted throughout the subject stent. The microcatheter was kinked/bent as a non-stryker delivery wire was wrapped around it. The functional inspection was not performed as the subject stent was returned in a deployed state. The as reported 'stent deployed prematurely during use' was confirmed during device analysis. The as reported code 'stent broken/fractured during use' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿once the subject stent was smoothly delivered to the lesion site, the physician slowly retracted the microcatheter but encountered gradually increasing resistance until it became stuck. The physician then stopped the operation and withdrew the entire system as a unit. During this process, the subject stent was suspected to have fractured inside the microcatheter, ultimately remaining detached within it.¿ in the gfe response it is confirmed that the subject stent deployed prematurely within the microcatheter. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained, and the patient's anatomy was described as 'moderately tortuous' the subject stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter lumen. Once removed, deformation was noted throughout the subject stent. However, the subject stent was not broken/fractured at any point along its length. The stent delivery wire (sdw) and introducer sheath were not returned. According to the event description, it appears that the subject stent was able to be advanced to the lesion site before resistance was noted. This ability to advance the subject stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while attempting to retract the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the subject stent, the delivery wire slipped out of the stent, leaving the subject stent deployed inside the proximal section of the microcatheter. An assignable cause of procedural factors has been assigned to the as reported, 'stent deployed prematurely during use' and 'stent broken/fractured during use', and as analyzed codes 'stent deployed prematurely during use' and 'sten deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.